Event description:
Surgeon created an iris cleft while using a via360.

Manufacturer narrative:
The IFU for the reported product model was reviewed and confirmed to include iris injury, tear, or iridodialysis as a known complication. The device history record for the reported lot was reviewed, and no issues were identified. The product was manufactured, tested, and released in accordance with validated procedures. As the device is not available for return, no device malfunction could be confirmed.